Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number :1308299. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the steel needle of the venous indwelling needle was separated from the catheter tube, and it was difficult to enter the needle. The following information was provided by the initial reporter, translated from chinese to english: in order to protect blood vessels and reduce the number of puncture times, closed vein indignant needle was used for puncture. During the venipuncture of the children, the steel needle of the venous indwelling needle was separated from the catheter tube, and it was difficult to enter the needle, the children cried violently, and the puncture failed.